Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contraction", unknown baker grade, "suspected rupture" and pain.

Event description:
Patient reported "capsular contraction", unknown baker grade, "suspected rupture" and pain. Patient also reported "breast implant illness symptoms"; this event is not device related. Device remains implanted. This record is for the right side.